Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Cut and seal test were performed and passed. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument grabbed the tissue, then it got stuck and could not be opened after that. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.